Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 19 during basal delivery. It was indicated that the customer was able to load a new cartridge successfully. The customer blood glucose was 289 mg/dl. The customer delivered a correction bolus.